Manufacturer narrative:
Device eval by manufacturer: the device was visually examined for any shaft damage. Visual and microscopic examination showed catheter shaft damage in the form of multiple kinks/buckling. There was blood in the returned waste bag. The location of the damage was from the tip to 16.5cm proximal. The device showed a burst infusion sheath on the catheter shaft located 29cm from the tip. The device was inserted into the console and set up per the instructions for use (IFU). The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of the device having shaft damage was confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. A jetstream xc catheter 2.4mm was selected for use in the atherectomy procedure, to treat peripheral artery disease (pad). When the jetstream was advanced to the target lesion in the superficial femoral artery (sfa), the jetstream was unable to track through the severely tortuous patient anatomy. The patient had a graft in place that made for an approximately 180-degree turn. The physician was pushing with excessive force to advance the catheter, and the outer sheath mid shaft bunched together as a result. The jetstream was removed intact and replaced with a non-bsc product to complete the procedure. There were no reported adverse consequences to the patient. The jetstream was returned for evaluation. Device analysis revealed a burst infusion sheath on the catheter shaft, located 29cm from the tip.